Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil on left was twisted and kinked up". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), micturition urgency ("urinary urgency"), abdominal distension ("stomach bloating"), gastritis ("stomach inflammation"), hypertonic bladder ("overactive bladder") and procedural pain ("still sore from surgery"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, arthralgia, micturition urgency and hypertonic bladder had resolved, the abdominal distension and gastritis outcome was unknown and the procedural pain had not resolved. The reporter considered abdominal distension, arthralgia, gastritis, hypertonic bladder, micturition urgency, pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event medical device removal replaced with pelvic pain. Event hip pain , bloating, inflammation, device physical property issue, overactive bladder, still sore from surgery were added. Product, patient & reporter updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil on left was twisted and kinked up". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), micturition urgency ("urinary urgency"), abdominal distension ("stomach bloating"), gastritis ("stomach inflammation"), hypertonic bladder ("overactive bladder") and procedural pain ("still sore from surgery"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, arthralgia, micturition urgency and hypertonic bladder had resolved, the abdominal distension and gastritis outcome was unknown and the procedural pain had not resolved. The reporter considered abdominal distension, arthralgia, gastritis, hypertonic bladder, micturition urgency, pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint/ amendment: the report was amended for the following reason: this case will be deleted from bayer pv database. Nullification reason: it was identified as duplicate of case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil on left was twisted and kinked up". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), micturition urgency ("urinary urgency"), abdominal distension ("stomach bloating"), gastritis ("stomach inflammation"), hypertonic bladder ("overactive bladder") and procedural pain ("still sore from surgery"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in april 2014. At the time of the report, the pelvic pain, arthralgia, micturition urgency and hypertonic bladder had resolved, the abdominal distension and gastritis outcome was unknown and the procedural pain had not resolved. The reporter considered abdominal distension, arthralgia, gastritis, hypertonic bladder, micturition urgency, pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case will be deleted from bayer pv database. Nullification reason: it was identified as duplicate of case 2014-085657. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('both coils and tube removed') in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed in april 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.